Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk. Product typ lead: product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk. Product typ lead: product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk. Product typ extension. (B)(4).

Event description:
It was reported that the patient had their implantable neurostimulator (ins) explanted "shortly after implant" due to an infection. Additional information was requested but was not available at the time of this report.